Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the shaft broke. The target lesion was located in the heavily calcified left circumflex (lcx) artery. The physician selected a synergy stent but during advancement the device was unable to cross the lesion. After a lot of pressure the distal shaft broke outside of the patient. The device was removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient status was stable.